Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported rupture, 2 lymph nodes filled with silicone. Now because of left over silicone there is another surgery planned. Also health problems have still stayed. The device was explanted. Left side.